Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body found no anomalies. Inspection of the electrode tip found the helix was slightly stretched and blood/tissue were noted in the helix housing. Resistance testing was performed and all measurements were within normal limits. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead led to a perforation of the ventricular heart wall. The perforation was confirmed via fluoroscopy. A revision procedure was performed and this rv lead was explanted. No additional intervention was performed for the perforation as the hole closed on its own after the lead was removed. No additional adverse patient effects were reported.